Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the bilateral ipg sites in their abdomen. As a result, surgical intervention took place on (B)(6) 2025 wherein both the ipgs were explanted and replaced with a single dbs ipg to address the issue.